Manufacturer narrative:
This report is submitted on october 14, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant side (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains. There are no plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.